Event description:
It was reported that during standby, the ventilator showed multiple technical failure codes, indicating an issue with the inspiration valve. There was no serious deterioration in the health of the patient, user or other person. The device alarmed visually and acoustically. Medical intervention was not required. The inspiration valve was replaced and subsequent testing revealed that this resolved the issue. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
It was reported that during standby, the ventilator showed multiple technical failure codes, indicating an issue with the inspiration valve. There was no serious deterioration in the health of the patient, user or other person. The device alarmed visually and acoustically. Medical intervention was not required. The inspiration valve was replaced and subsequent testing revealed that this resolved the issue. Investigation is ongoing.